Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during vascular pontage procedure, the thread broke. Use a new device to complete the case. There was no patient injury.